Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries and the sram need to be replaced. The reported issue is currently under investigation.

Event description:
The customer reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. This could result in a delay or cancellation of a procedure. There is no report of injury or death associated with this event.